Manufacturer narrative:
The device was returned to zoll failure analysis lab for evaluation. The analysis of the event trace revealed that the device power cycled without the power button being activated. The event trace also indicated that the device was operating on battery power. During testing, the unit was permitted to charge the internal battery overnight to guarantee it was fully charged and to observe any performance issues. The unit functioned for a total of 19 hours without any faults occurring. Subsequently, a battery duration test was conducted under operational conditions. The unit did not pass this test battery duration test. Following the review of the event trace and functional testing, it was concluded that the internal battery is defective, resulting in the unexpected shutdown behavior.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that when the device is powered on it displays inop then powers down. There was no patient involvement reported.